Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula may not have inserted properly into the infusion site, a condition that could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that his blood glucose reached 23.6 mmol/l (425 mg/dl) less than four hours after the pod was activated and that the cannula was out of the skin.